Event description:
N/a.

Manufacturer narrative:
Updated fields. B4,g3,g6,g7,h2,h4,h6,h10,h11. Corrected fields ; d1,g1.

Event description:
N/a.

Manufacturer narrative:
Testing of actual / suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the drive manifold tube assembly, scroll compressor, and safety disk. Additionally, the fse replaced the o-ring and muffler to reservoir fitting. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information or completion of our investigation. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needs the compressor changed. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.